Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The physician questioned the result when other analysis of the patient did not show any symptoms of heart disease. A redraw sample was tested and the result was negative. Repeat testing was performed on both patient samples and the results were negative. The aliquots of the original sample were rerun and the results were negative. A coronography was performed. An ultrasound of the heart and x-ray of the lungs were also done.

Manufacturer narrative:
The cause for the discordant troponin ultra (tni-ultra) result is unknown. There were no problems on the other assays for this patient sample. The customer did not have any problems with other patient samples. The quality control and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."